Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot: device was first manufactured unsterile under the lot 40p6086 in balsthal and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 356.830 with lot 40p6086 were reviewed: part: 356.830, lot: 40p6086, manufacturing site: balsthal, release to warehouse date: 25.feb 2020. A manufacturing record evaluation was performed for the finished device lot number 40p6086, and no non-conformances related to the malfunction were identified h3, h6: investigation summary: investigation site: cq zuchwil, selected flow: damage - broken. Visual inspection: the guide wire is damaged; the threaded tip is cut off; approx. 60mm of the tip section is missing and was not returned for investigation. In addition, the remaining front section of the guide wire shows fretting marks document/specification review: the returned guide wire was manufactured in february 2020 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. This instrument is made of stainless steel (316l / 1.4441) per iso-5832-1. Summary the complaint condition is confirmed as the guide wire is damaged; based on the visual appearance of the returned guide wire, it must be assumed that the tip has been cut off by the reamer during surgery. This production lot (6l94635) was manufactured according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used. There were no issues during the manufacture of this product that would contribute to this complaint condition. This complaint condition is likely a result of method of use. Lateral strain during use might have caused a slight bending of the guide wire and foster the reamer to cut into the wire. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. G1 site name: balsthal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the proximal femoral nailing system (tfna) procedure, while reaming over the guidewire for the lag screw, the guidewire broke (likely reamed through by the tfna screw reamer) and a significant portion if the guidewire was retained in the femoral head and could not be retrieved. This did not impede completion of the procedure. No further information provided. Concomitant device reported: drill stop (part# 03.037.022; lot# unknown; quantity: 1). This report is for one (1) guide wire 3.2mm for pfna blade. This is report 1 of 1 for (B)(4).